Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon device was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the seal of the device pouch seemed to be missing, and the actual device was not present in the pouch.